Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a needle/suture piece of product code j602, lot pdz652. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected. However, body fluids, marks at the needle and the end of the suture cut that appears to be by the use of surgical instrument could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause was damaged suture.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz652 batch number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent a lap nephrectomy on (B)(6) 2019 and suture was used. While the doctor was suturing fascia layer of tissue, unknown loop and the suture was fraying as the doctor was pulling through fascia. Additional suture was used to complete the procedure. There were no adverse patient consequences reported.